Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had ineffective stimulation due to high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. During the procedure, fracture was observed. Effective therapy was restored.